Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the indeflator was purged correctly and connected but bubbles were observed in the syringe. It was possible there was a leak. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed however this complaint appears to be related to a manufacturing issue associated with leak issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed 1 other similar incident. The investigation determined the reported difficulties appear to be a potential product quality issue. On february 25th, 2022, abbott vascular determined that a field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported device code 1354, leak/splash and (rdc) 1371 loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. E3: updated occupation to pharmacist.

Event description:
N/a.